Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to the customers blood glucose level. In addition, it was reported that an occlusion alarm occurred during basal. The customers blood glucose level was not impacted. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. It was indicated that the customer has manual injections available as alternate insulin therapy.